Event description:
It was reported that the lead experienced a polarity switch, and that there were over 3,000 low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.